Event description:
A malfunction alarm was reported, specifically displaying malfunction code malf 0. There was no adverse impact on the customer's blood glucose level as no extreme values were reported. The customer received assistance from technical support to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.